Event description:
Customer reported a pca syringe was replaced and programmed at 22:44 to administer demerol. Dose 10 mg, delay of 8 min and max dose of 240 mg per 24 hrs. After 30 to 40 mins the pt's husband came out of the room, saying the pump alarm was going off and he could not wake up the pt. Nurse arrived to room and found pt unresponsive. Rrt was called. Team arrived. Nurse notified physician and pca was immediately discontinued. Oxygen applied via nc for initial o2 sat of 89-90%. Narcan 1 amp administered. Pt responsive immediately after narcan administration. Pt transferred to ICU with additional orders and every 15 min vital signs. Pt placed on seizure precautions. Oxygen continued in ICU. Labs collected. Reporter stated pt was ok afterwards. Although requested, no additional info was available.

Manufacturer narrative:
The pca module event log and pc unit event log were reviewed for the reported over infusion of the drug demerol (meperidine). The associated pc unit device's event log showed that the over infusion was the result of a programming error by the user. The drug concentration was reported to be 10 mg/ml. The user selected the custom concentration from the guardrails drug library and entered the custom concentration as 10 mg / 55 ml which resulted in the device calculating the concentration as 0.182 mg/ml. The user did stop the infusion after the device delivered approximately 37 ml of the drug into the pt. There were two noted events of a guardrails message pop up occurring during the programming after the user selected the start key for the programmed infusion, stating the volume in the syringe was inadequate to deliver the programmed pca dose and each time the user confirmed the message and proceeded with the infusion as programmed. The device history record review did not show any nonconformances associated to the pca module serial number. Investigation findings and custom concentration tip sheet sent and reviewed with the reporter. A cardinal health rep is working with the account to offer assistance with reducing risk with pca drugs.